Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/23/2020. Additional information was requested and the following was obtained: this complaint is for product code w2777. Why were photos for product code eh7242 provided? Submitted in error. Is there a complaint against product code eh7242? If yes, please provide details. No. Additional h6 evaluation codes - investigation summary: it was reported pull off - suture needle. It was received for analysis seven unopened samples of product code w2777, lot pbq226. The complaint sample was not received for evaluation. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch per the conditions of the samples received, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/30/2020. Additional information was requested and the following was obtained: is the needle piece retained in the patient? If yes, please explain na. How was the needle retrieved from the patient? Unk. Was there any adverse consequence associated with the patient? No. Status of product return/follow up: the sample has been sent. Additional h3 investigation summary: two pictures were provided for analysis. Upon visual inspection of the sample the following was noted. One labeled winding former with a strand double armed of product code eh7242, one black needle inserted in a paperboard piece and one open folder that appears to have a suture piece; however, the pictures were not clear. The description for product code w2777 is, a laser drill needle, raw wire diameter 6 mil, needle sales type bv130-5, sales needle tip tapper point with silver color. No needles with these characteristics were observed at the pictures; therefore, no conclusion could be reach as to what may have caused the reported incident since the sample was not returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This complaint is for product code w2777. Why were photos for product code eh7242 provided? Is there a complaint against product code eh7242? If yes, please provide details.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the needle piece retained in the patient? If yes, please explain how was the needle retrieved from the patient? Was there any adverse consequence associated with the patient? A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot (B)(4), and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a bypass procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle when sewing the skin for the fourth stitch. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.